Manufacturer narrative:
Analysis of the device image obtained from the pacemaker noted the device was in backup vvi mode due to a power on reset prior to implant. Environmental and mechanical testing was performed, but the power-on reset could not be reproduced. Further testing found the device battery was still above elective replacement battery levels. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The reported event of backup vvi mode was confirmed; however, the cause of the reset could not be determined from the device analysis in the laboratory setting.

Event description:
During an implant procedure, it was noted that the device went into backup mode. The device was replaced to resolve the event and the patient was stable with no adverse consequences reported.